Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe was receiving multiple error codes and not working. Customer reported erbe error codes of m-11 and c-02. Technical support engineer (tse) was unable to view logs that confirmed those errors. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors m-11 and c-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported errors were confirmed using system logs which revealed errors c-06, m-18, and m-11. Upon visual inspection, a related issue was found. Functional testing was performed using system and the unit powered on and successfully cauterized across all ports and instruments without issue. A review of the erbe internal log revealed an additional c-00 and m-11. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. The root cause of the failure could not be determined. However, the root cause is likely due to an electrical component failure within the erbe.